Event description:
Additional information received reported the patient had been admitted to the hospital for another reason other than the pump. The pump was had been turned down. It was reported the patient had passed away on (B)(6) 2012. Additional information received reported the patient died due to anoxic brain injury. The cause of the event was a 'witnessed asystolic event' and it was not determined if the cause of death was related to the device. The device was not documented as explanted. The patient had a history of ceberovascular accidents, seizures, end stage chronic obstructive pulmonary disease (copd), chronic pain on multiple sclerosis, deep vein thrombosis, diabetes, and uncontrolled hypertension. The patient collapsed and had a documented asystolic event with 5 minutes of no cardiopulmonary resuscitation (CPR) before the ambulance arrived. At the emergency room, the patient had a non-st elevation myocardial infarction (non-stemi). There was an abnormal computed tomography (CT) scan of the head showing a possible stroke.

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
The patient was in the ICU; the reason was not reported. The patient's attending physician requested that the pump be "turned off". The pump managing physician had the pump turned down to minimum rate. The pump was delivering infumorph. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).